Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " intra- and extracapsular rupture". Later patient reported "increased in size", "intra- and extracapsular rupture, with a thin rim of silicone located between the implant shell and the capsule", and "ptosis of breast". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b5, h.6.

Event description:
Patient reported " intra- and extracapsular rupture". Later patient reported "increased in size", "intra- and extracapsular rupture, with a thin rim of silicone located between the implant shell and the capsule", and "ptosis of breast". Later healthcare professional reported "rupture" and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.